Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a rapid gas loss alarm. The iabp unit was swapped out with another iabp unit to continue therapy. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to duplicate the customer's reported issue after exorcising the iabp unit to no fail. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a rapid gas loss alarm. The iabp unit was swapped out with another iabp unit to continue therapy. There was no patient harm and no adverse event was reported.